Event description:
Customer reported that a foreign substance (like a fiber of plastic) was found in the syringe. Reported issue was found prior to any pt procedure, no pt involvement.

Manufacturer narrative:
Device history record was reviewed and no discrepancies were found. The reported defect was confirmed in the sample received, a hair was within the syringe. A corrective action was implemented to prevent the reported issue. Gowning procedures were modified to prevent from reoccurrence.